Event description:
Plaintiff reports initial bilateral implantation 10/15/80 with replacement 5/4/81. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file.